Manufacturer narrative:
(B)(4). UDI number: (B)(4).

Event description:
It was reported "during the procedure according to IFU, the md found the catheter to be blocked. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".

Manufacturer narrative:
(B)(4). UDI number: (B)(4). The customer returned one 2-l catheter for analysis. Definite signs of use were observed within the catheter. Visual analysis revealed no obvious defects or anomalies with the returned catheter. The overall length of the catheter measured 217mm which is within the specification limits of 207-227mm per the catheter product drawing. The outer diameter of the catheter measured 2.383mm which is within the specification limits of 2.36-2.46mm per the extrusion product drawing. The catheter was functionally tested per the instructions for use (IFU) provided with this kit, which states , "flush each lumen with sterile normal saline for injection to establish patency and prime lumen(s).". The extension lines were flushed using a lab inventory syringe, and the lines flushed as intended. A lab inventory guide wire was also threaded through the distal lumen and passed with little to no resistance. No blockages or obstructions were observed. The returned catheter was then tested per bs en iso 10555-1 section 4.7.1 (amrq-000071) which states that there shall be no liquid leakage in the form of one or more falling drops when pressurized to 300 kpa for 30 seconds. The catheter was connected to lab leak tester and pressurized to 300 kpa for 30 seconds. No leaks or blockages were observed from any region of the catheter. A device history record review was performed with no relevant findings. The IFU provided with this kit informs the user, "do not alter the catheter, guidewire or any other kit/set component during insertion, use or removal. Ensure catheter patency prior to use. Do not use syringes smaller than 10 ml (a fluid filled 1 ml syringe can exceed 300 psi) to reduce risk of intraluminal leakage or catheter rupture. ". The customer report of a blocked catheter could not be confirmed based on the investigation of the returned sample. The catheter passed all relevant visual, dimensional, and functional requirements and showed no evidence of a blockage or occlusion. Based on the customer report and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported "during the procedure according to IFU, the md found the catheter to be blocked. So the md opened up the new kit to finish the procedure." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".